Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not closed errors, which were reproduced during evaluation. During evaluation, the unit was able to recognize a loaded set, however, the close door message stayed on the screen. The errors were found to be caused by a failed upper hook switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump displayed the door not closed error. It was also reported there was no patient injury.